Event description:
The customer contacted stryker to report that their device alarmed and paused during use. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker determined a rubber boot pinched in the compression module was the cause of the reported issue. The boot was replaced. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for service.